Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up from 29-sep-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had the devices removed due to pain (interpreted as pelvic pain) and a possible nickel allergy. These events were considered serious due to medical significance and they are listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Also, patients who are allergic to nickel may have an allergic reaction to this device. In addition, some patients may develop an allergy to nickel if this device is implanted. In the present case, limited information was provided. The time interval between essure insertion, the onset of the events and the removal of the devices was not reported. However, given the nature of these events, causality with essure cannot be excluded. Since essure removal was reported (intervention implied), this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on unspecified date. On unspecified date she had the devices removed due to pain and a possible nickel allergy. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had the devices removed due to pain (interpreted as pelvic pain) and a possible nickel allergy. These events were considered serious due to medical significance and they are listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Also, patients who are allergic to nickel may have an allergic reaction to this device. In addition, some patients may develop an allergy to nickel if this device is implanted. In the present case, limited information was provided. The time interval between essure insertion, the onset of the events and the removal of the devices was not reported. However, given the nature of these events, causality with essure cannot be excluded. Since essure removal was reported (intervention implied), this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.